Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where, after an update performed about a month ago, the station was not synchronizing with other systems, including cii safe. Transactions such as medication pulls and returns were not being registered, resulting in discrepancies appearing on the station. The station was online on remote smart service (rss). However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the synchronization information on both the server and the station and confirmed that they were current and up to date. The tss also confirmed with the customer that the issue was resolved and no further issues were reported. The system functioned as intended when the technical support specialist assessed the device.